Manufacturer narrative:
Cloud data for (B)(6) 2025 was downloaded and reviewed. Review of the cloud data showed that four boluses were delivered on (B)(6) 2025 including the reported 5 u bolus. No boluses of 14 u were observed on (B)(6) 2025 in the data. Without controller log files, it could not be conclusively determined if attempts were made to program and deliver a 14 u bolus that were unsuccessful or if a bolus was delivered that was not set to the cloud. The exact cause of the reported event could not be determined. Cloud, omnipod 5 software app version, 3.1.1. Cloud, operating system, n5004l-am-q-mv01602-06-01.06. Cloud, hardware, n5004l. Cloud, cgm sensor type, g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported programming a bolus of 14 units with their omnipod 5 personal diabetes manager. After reviewing the bolus history, the patient reported the bolus history did not reflect the bolus had been delivered.